Event description:
Rep stated that this bed has no power, rep alleged that there was no injury from this issue. Rep stated that the power cord looked pinched, he could see the wire inside the cable, replaced the power cord to repair this bed.